Manufacturer narrative:
Section b5 and h6 ( clinical code ) is updated with all the related information to the event which was inadvertently left out in the initial report. Investigation summary: no product or logs returned. Low or blocked pump flow: clinical details mention that the pump flow rate decreased suddenly three days after insertion. The pump position and volume assessment was performed using ultrasound and no issues were found. The pump was replaced. The root cause of the low pump flow was not determined due to lack of conclusive evidence from the clinical details and unreturned product and logs for further investigation. Hemodynamic instability: clinical details mention that the patient was admitted to the hospital with acute coronary syndrome and was administered an iabp but was upgraded to a impella 5.5 pump due to insufficient circulatory support. The root cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1926440. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
An impella 5.5 was placed for care escalation from a prior intra-aortic balloon pump (iabp) as the iabp was not sufficient for the patient admitted in with acute coronary syndrome and underlying hepatitis c, in scai stage c shock. The age and gender as well as other underlying comorbidities were not shared and are unknown. After approximately 2 days the pump was removed and replaced due purge flow issues that could not be resolved. The purge flow was decreasing. The team did assess the purge flow by reviewing volume needs and pump positioning. A new impella 5.5 was placed and support proceeded. The purge flow and pump replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced decreased flow. Proper pump position was confirmed with ultrasound. The pump was replaced to resolve the issue. The pump could not be retrieved due to infection.

Manufacturer narrative:
A2, a3, and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.